Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensors check and sine cycle were found to be failing with a 23008 error on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca), yaw searchlight assembly, and yaw searchlight flat flex cable (ffc) were verified to be the source of the fault. The probable root cause is attributed to the yaw searchlight pca, yaw searchlight assembly, and yaw searchlight ffc in the usm.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that a recoverable fault 23008 occurred against arm 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the reported errors in the system logs against arm 3 axis 1. The tse walked the customer through a hard power cycle and emergency power off (epo), but the error persisted. The tse inquired if the customer would be able to proceed with 3 arms, but they were not able to for this case. The customer opted to continue the procedure laparoscopically. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.